Event description:
Dental assistant reported that an abutment broke in function. Pt is reportedly fine, pt is same pt as medwatch report #2023141-1997-00699.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was completed and it was found to be acceptable to release criteria.